Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Cause was unknown. At the time of report, customer did not recall action taken to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.